Manufacturer narrative:
Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. The device remains implanted and is not available for evaluation. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation. The indication for the filter implant, procedural details and patient medical history has not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported filter perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient was treated with a trapease vena cava filter, which subsequently malfunctioned and caused injury, damage, but not limited to filter perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages. The patient required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering, and other damages.

Event description:
Additional information received per the medical records indicate that the patient has a history of liver tumor and embolization brand liver. The indication for filter placement was deep vein thrombosis (dvt). The filter was implanted via the patient's right side internal jugular vein. Under fluoroscopic guidance, a wire was passed centrally through the needle. A catheter was advanced over the wire to the inferior vena cava (ivc) at the confluence of the iliac veins. A venocavogram was performed. The trapease filter delivery sheath was advanced into the infrarenal ivc. The filter was deployed into the infrarenal area of the ivc. The sheath was removed, and the puncture site was compressed until hemostasis was achieved. There were no immediate complications, and the patient tolerated the procedure well. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava (ivc). The patient also experienced pain, constipation and depression (mood swings, anger, breakdowns, crying).

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation. The patient reported perforation of filter struts outside the inferior vena cava (ivc) in addition to pain, constipation and depression (mood swings, anger, breakdowns, crying). According to the medical records the patient has a history of liver tumor and embolization brand liver. The indication for filter placement was deep vein thrombosis (dvt). The filter was placed via the right side internal jugular vein and deployed into the infrarenal area of the ivc. There were no immediate complications, and the patient tolerated the procedure well. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported filter perforation could not be confirmed or further clarified. Pain, constipation and depression do not represent a device malfunction and may be related to underlying patient specific issues, such as this patient¿s medical history. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. <p style="margin: 0in;">section e3: </p> <p style="margin: 0in;">occupation: other, senior counsel, litigation</p>;.